Event description:
On (B)(6) 2016, a patient underwent a port placement procedure using the groshong titanium port. On (B)(6), 2025, during the removal of port, it was noted the catheter was partially fractured. The catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2016, a patient underwent a port placement procedure using the groshong titanium port. On (B)(6) 2025, during the removal of port, it was noted the catheter was partially fractured. The catheter was removed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one bardport titanium l/p implantable port attached to a groshong catheter was returned for evaluation. Visual, microscopic, functional and tactile evaluations were performed on the returned device. Two partial compound breaks were noted on the attached catheter approximately 8.3cm and 9.2cm from the distal end of the cath-lock. A split was noted on the attached catheter approximately 8.8cm from the distal end of the cath-lock. The edges of the partial compound breaks on the attached catheter were noted to be jagged. The surface was noted to be round and smooth on both regions. Residue was noted throughout. Splits were noted on the border of both regions. Upon infusion, leaks from both breaks on the attached catheter were observed. Therefore, the investigation is confirmed for the reported fracture and identified naturally worn and deformation issues. The break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6(device, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.